Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Multiple patients and multiple model numbers were provided; however, a one to one correlation cannot be made. Possible model numbers include 4298, 4398, 4598, 4194, 4196, 4296, and 4396. The baseline gender/age characteristic is male/68 years old. Some of the data and information is available in the clinical trial: (B)(6). A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: performance and clinical comparison between left ventricular quadripolar and bipolar leads in crt: observational research. Indian heart journal. 2018 10.1016/j.ihj.2018.05.007. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left ventricular (lv) leads. The authors described that in sixteen patients it was not possible to insert and advance the lead in the target vein, there were seven lead dislodgements that required surgical replacement, there was one acute procedure related complication, the final lead location remained outside the target vein in twenty patients, and in two patients there was late lead dislodgement. Additionally, in approximately thirty-six patients the physician changed the pacing configuration due to increased left ventricular pacing thresholds, and in approximately seven patients for phrenic nerve stimulation management. There were also twenty-one patients found to have phrenic nerve stimulation at follow up and thirty-four device related hospitalizations. The article showed there were seven deaths for any cause. The status/disposition of the leads is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The events were previously reported to the manufacturer.